Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and the self test. No unexpected error alarm was noted. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed even after completing the rewind sequence. The patient's blood glucose level was 75 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.